Event description:
Procedure: radiofrequency ablation. Reportedly, the or team tried to activate the generator, but alarm sounded and it did not activate at all. No error message on the display was noted. Another generator was used and it worked fine.